Event description:
A report was received that patient had a cerebrospinal fluid (csf) leak during an implant procedure. The patient was reported to have a fever, confused and groggy. The patient was sent to emergency room (ER) for urgent care one week after the implant procedure and the physician patched hole in dura a week after. The patient was in rehabilitation to heal from cerebrospinal fluid leak and surgery, and was reportedly getting good coverage of his pain areas.